Manufacturer narrative:
This report is filed january 21, 2016.

Event description:
Per the clinic, the device was explanted due to infection (date not reported) and the electrode array was left in place as an intra-cochlea placeholder. A second procedure was performed on (B)(6) 2015, to remove the electrode array. The patient was reimplanted with a new device during the same surgery. The receiver stimulator has not been made available as of the date of this report, january 21, 2016.

Manufacturer narrative:
This report is filed april 7, 2016.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 29, 2016.